Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during a primary shoulder arthroplasty surgery an instrument fractured during a and a piece of the instrument remained in the patient. There is no planned revision surgery at this time to remove the foreign body from the patient.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay corrected information. Upon receiving additional information of the reported event, it was determined that the event has been previously reported. This report should be voided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). G2: foreign: brazil. H3: customer has indicated that the product will not be returned to zimmer biomet for investigation, as the product remains in the patient. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during the surgery while the surgeon was using the instrument it fractured. Part of the instrument remained in the patient. Multiple attempts have been made to obtain additional information, no response as been received.